Event description:
It was reported that following implant of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, defibrillation threshold testing failed at different vectors. The patient's ejection fraction was noted to be five percent and the radiologist determined that the patient's coronary sinus anatomy was abnormal. The procedure was halted due to patient hemodynamics. Ten days later the device and right ventricular (rv) lead were explanted and replaced, and a subcutaneous coil was added. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Products: (B)(4) implantable cardioverter defibrillator (ICD): 2012 (B)(6). (B)(4).